Manufacturer narrative:
As advised, service contacted midmark corporation when onsite to perform repair of dental flex arm assembly. Servier confirmed the customer stated the device had been moved from one office to the current office in 2021. Servier completed the repair and ensured that the assembly was secure and properly set up. Patient involved was seen by a healthcare provider confirming no injury or further care was necessary.

Event description:
On or around the time of (B)(6) 2025, it was made known to midmark corporation, that while adjusting a dental flex arm assembly, the assembly detached from the down tube and fell onto a patient(s) causing bruising to an adult and the infant the adult was holding at the time.